Event description:
Reportable based on device analysis completed on 05oct2023. It was reported that the coil was stuck. The target lesion was in the lower limb. A 15mm x 25cm interlock-35 was selected for use. During the procedure, it was noted that coil was stuck in the middle of the catheter. The coil and the catheter were removed together, and the procedure was completed with another of the same device. No complications reported and the patient is stable. However, device investigations revealed that the main coil was detached at the coil arm section.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. For visual inspection, it is possible to observed blood inside the introducer. Additionally, it was observed the main coil was stretched, detached and bent at coil arm section and it was observed the main coil bent and stretched at the middle section. The pouch was returned, and it was observed that the pouch information matches with the complaint information. No more damages were observed. For microscope inspection, it was observed that the main coil was stretched, detached and bent at coil arm section. The functional inspection could not be performed; due the main coil and the introducer are interlocking. Dimensional inspection revealed that the outer diameter of the zap tip, primary coil and coil arm were within the specification.